Event description:
Affiliate reported that under drainage was noted due to breakage of distal catheter.

Manufacturer narrative:
It has been communicated that the device is available for evaluation. Upon completion of the investigation, a follow up report will be filed.